Event description:
The ge oec 9800 fluoroscopy system made a 'popping' sound and shut-off. A system re-boot restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and cleaned and re-greased the candlesticks. The generator was also re-calibrated, including doing a filament calibration. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.